Manufacturer narrative:
The facility did not request service; however a replacement footswitch and footswitch cable were ordered. The replaced footswitch and cable were returned for in-house investigation. Visual eval of the returned footswitch and cable did not reveal any nonconformity. The customer reported event was replicated during functional testing. The left heel switch was found to stick in the down position, and as a result, system message "function is not allowed when the footswitch treadle is down or buttons are depressed" would be generated when an attempt to change modes or a function was made. A review of complaints for (B)(4) did not indicate any additional similar reports for this footswitch. The root cause of the customer reported event is a nonconforming heel switch. An internal investigation has been opened to address the issue of nonconforming heel switch associated. (B)(4).

Event description:
A scrub tech reported footswitch would not allow functions during surgery. A system message was also reported to have been received. Additional info was received from the team leader indicating there was a 15-20 minute delay during troubleshooting and that a portable laser was eventually brought in to complete the case. There was no pt harm reported.